Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: "when drawing up liquid, part of the solution runs between the piston and the stamp. This has happened several times. According to the customer, this also occurred with other sizes, but was not reported. There is a risk of coming into contact with cytostatic agents."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/30/2020. H.6. Investigation: one sample was provided to our quality team for investigation. The product was visually inspected and a leakage past the stopper ribs was observed. The product was dissembled for further evaluation, the stopper was verified to be properly assembled onto the plunger and no damaged was identified in the plunger rod or other components that could have contributed to the leakage that occurred. A device history review was performed for the reported lot 2005233, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2005233 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: "when drawing up liquid, part of the solution runs between the piston and the stamp. This has happened several times. According to the customer, this also occurred with other sizes, but was not reported. There is a risk of coming into contact with cytostatic agents".